Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that after insertion of intra-aortic balloon (iab), there was no available pressure source. The iab was replaced and therapy was continued. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that after insertion of intra-aortic balloon (iab), there was no available pressure source. The iab was replaced and therapy was continued. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood between the maquet sheath and the catheter tubing. The extender tubing and pressure tubing were also returned. Two catheter tubing kinks were observed near the y-fitting at approximately 76.2cm & 74.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and no leaks were detected. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. Although it was not possible to duplicate the clinical settings, kinks can cause a difficulty in arterial waveform reading. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that after insertion of intra-aortic balloon (iab), there was no available pressure source. The iab was replaced and therapy was continued. There was no reported injury to the patient.